Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a hole in the cord insulation, exposing the inner wires. There was no patient injury.

Manufacturer narrative:
Correction: additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they experienced a hole in the cord insulation, exposing the inner wires. The cord had malfunctioned since after a procedure it was noticed that the insulation of the cord had been burned through. Remaining batch of the same cord with same lot number were refused to be used following the event. No patient injury.